Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found the downstream occlusion (dso) seal was lifting. The unit also alarmed upstream occlusion during functional testing. This indicated a reportable malfunction based on the dso seal and sensing issue. The dso and upstream occlusion (uso) seal were both replaced to address this issue. The dso sensor was calibrated, and the device then passed all testing. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
One device was returned with a damaged battery compartment. Evaluation revealed a lifting downstream occlusion seal and the unit alarmed upstream occlusion during functional testing.